Event description:
Customer reported experiencing cgm errors multiple times with the pump over the last 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support resolved to replace the pump, which was under warranty. The customer acknowledged the instructions to put the pump into storage mode and return it via a pre-paid label within 10 days, while continuing to use the current pump for insulin delivery.